Event description:
A patient reported experiencing inaccurate erratic reuslts with a one touch basic enhanced meter. The patient's blood glucose results were 482 mg/dl, and 182 mg/dl. Tests were done within 10 minutes with a difference of 80%. Patient did not experience any adverse events. Customer was cleaning the meter with alcohol and solution. No further information has been reported.